Manufacturer narrative:
Initial.

Event description:
It was reported that the user, new to ilet pump therapy, experienced repeated elevated blood glucose after infusion set changes, including a reported glucose of 297 following a full supply change and meal announcement, which improved after another site change; the user reported multiple site changes since starting and suspected an infusion set issue, with no bent cannulas observed and no dosing stopped or occlusion alerts on the device. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia managed by changing the infusion site without hospitalization. Investigation included troubleshooting and education by the agent, review of device reports for delivery alerts, and a change in supplied infusion set type and length, with a steel set sample offered to assess possible cannula issues. Investigation of this case revealed no confirmed device malfunction or occlusion, and no mechanical damage to the cannula, with hyperglycemia temporally associated with suspected site or set performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.